Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) nausea and overfill, which warranted evaluation in the ER and subsequent changes in pd therapy type/volume. The specific etiology of the alleged overfill event(s) is unknown; therefore causality cannot firmly be established. No treatment data was provided for the dates of the event, nor has the liberty select cycler been returned the manufacture for evaluation. However based on the information available, it appears the nausea improved with a change in therapy type and volume. Implying the alleged overfill event was the likely cause of the nausea, thus a contributory relationship cannot be excluded. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate event, the peritoneal dialysis registered nurse (pdrn) reported the patient experienced nausea on (B)(6) 2018. The pdrn stated the patient went to the emergency room (ER), and was found to be overfilled (volume unknown). It was reported the pd prescription was changed from 4 fills of 2500 ml (cycle based therapy); to a 1st fill of 2200 ml, 7 fills of 1500 ml, and a tidal drain of 1700 ml (tidal based therapy). The patient reportedly felt ¿much better¿ after the change in treatment type/volume, and was released the same day. The pdrn stated the patient has fully recovered from the event. No additional information is available at the time of this investigation.